Manufacturer narrative:
The device was received with battery voltage at near beginning-of-life (bol). Electrical and mechanical tests indicated normal device functionality. Output verification and cross-talk in saline tests were performed with normal results. There were no device anomalies found that would have contributed to the output issues reported from the field. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported event of output anomalies was not confirmed.

Event description:
During follow-up, oversensing due to noise was noted. The issue was resolved by capping and replacing the right ventricular lead and explanting and replacing the device. The patient was in stable condition. Related to manufacturer report number: 2017865-2019-12569.